Manufacturer narrative:
Estimated date of event. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Tweet reported "when you see this after tavr, groin closed with perclose? We ballooned with 6.0 peripheral balloon. Followed with manual hold. Follow up us normal" "this was likely operator related perclose fail-grabbed dissection flap or pinched with 2 sutures".

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The angiogram clip was reviewed by an abbott vascular clinical specialist. The reviewer stated: "the angiogram clip and the event report provided does not confirm the reported event nor does it confirm a malfunction of the device. A probable cause for the event could not be determined from the media review. The device was not returned to abbot for further analysis." The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.